Event description:
It was reported that an end user was sitting in the shower and the seat of (B)(4) shower chair cracked down the middle. She slid backwards and the backrest hit her in the back where she had back surgery recently. She is in pain.